Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many minutes was the procedure prolonged due to the suture breaking intra-op? Was the patient¿s treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? It was stated the patient was at ¿increased the risk of infection¿. Did the patient actually have an infection or was the patient just at risk of developing an infection? Were there any adverse patient consequences? Product code and lot number? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a appendectomy procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that when the peritoneum was sutured during the operation, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/19/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: how many minutes was the procedure prolonged due to the suture breaking intra-op?¿¿ all answers below are unobtainable. Once there is any update, we will update the information. Was the patient¿s treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? It was stated the patient was at ¿increased the risk of infection¿. Did the patient actually have an infection or was the patient just at risk of developing an infection? Were there any adverse patient consequences? Product code and lot number? What is the patient¿s current status?